Event description:
False positive result (s). My husband and I both tried this test to make sure we didn't have covid before gathering with family for the holidays. We both got a positive test result within 3 minutes and waited the full fifteen minutes for the final results[?] Still positive. I read other reviews about false positives so we decided to do a test with nj tap water. Within minutes the test came back with a positive result. So either our water has covid or this test just gives everyone a positive result no matter what. Do not rely on this to plan travel or see family because it will most likely give you an unnecessary scare.